Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and powered off unexpectedly during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The customer has not agreed to return the device for the investigation. The device was not returned to redmond. The reported issue could not be verified, and root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and powered off unexpectedly during use. There were no reports of patient use associated with the reported event.